Event description:
Boston scientific received information that a remote monitoring system noted impedance measurements greater than 2,000 ohms on the left ventricular (lv) lead. During a routine follow-up, loss of capture was also noted on the lv lead. The patient did not have resynchronization therapy available. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).